Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 19, 2021.

Manufacturer narrative:
This report is submitted on september 27, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to reimplant the patient as of the date of this report.